Event description:
Reportable based on analysis completed on 27-sep-2011. It was reported that during a stenting treatment procedure, the stent would not cross the lesion. The 88% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. After pre-dilation, the physician advanced a 3.5x16mm promus element stent to treat the target lesion, but was unable to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient status is stable. However, analysis of the returned product revealed stent damage. This product is only ous approved but it is similar to a marketed us device.

Manufacturer narrative:
(B)(4). Device is combination product. Device evaluated by manufacturer: a visual and microscopic examination identified distal stent damage. Struts on the first 5 rows from the distal end of the stent were bunched and misaligned. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. Kinks were present throughout the entire length of the hypotube. This type of damage is consistent with excessive force being applied to the delivery system. Solidified blood was present on the balloon and in the guidewire lumen, therefore indicating the device had been used in vivo. The manufacturing batch record review confirmed the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).